Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On october 17, 2021: additional information received from the physician/author stated: 1) that medtronic product did not cause or contribute to the observed deaths or adverse events, 2) no devices were available for return, and 3) the mean weight of the study population was 71.3 kg.

Manufacturer narrative:
Citation: karacop et al. Impact of post-discharge care fragmentation on clinical outcomes and survival following transcatheter aortic valve replacement. Herz. 2021 sep;46(suppl 2):180-186. Doi: 10.1007/s00059-020-04976-2. Epub 2020 sep 9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding post-discharge care following transcatheter aortic valve replacement (tavr). All data were collected retrospectively from a single center between 2010 and 2015. The study population included 266 patients (predominantly female, mean age 81 years). All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were 14 early all-cause mortalities within 30 days of implant and 143 late all-cause mortalities during the follow-up period. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: major vascular complications, stroke, life-threatening bleeding, arrhythmia requiring permanent pacemaker implant, paravalvular leak, and valve-related dysfunction requiring intervention. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.